Manufacturer narrative:
Product analysis: analysis could not confirm the reported event. The device passed all tests, with no visual or electrical anomalies observed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular channel of the external pulse generator (epg) had no output. The epg was returned for service. There was no patient involvement.